Manufacturer narrative:
E1: name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state, province or territory: ca california post office or zip code: 91325¿1219 based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
The patient reported that the adhesive on the infusion set was not adhering to the skin and had bleeding at injection site which led to high blood glucose levels and it was treated with correction with the pump on 18 may 2026.